Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx express cycle. The previous and subsequent bi results were both negative. There was no load affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00026 and 2084725-2016-00027.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 10/01/2015 to 12/16/2015 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." No suspect positive bi was received for analysis. Twenty bis were returned and subject to functional evaluation, 17 were unused bis and two were used as controls. Functional specification was met with 0+/17 bis. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the fse certified the system with four test bis, completed a successful test cycle and confirmed the unit was working to specifications. The cyclesure® retains met functional specification. The issue will continue to be tracked and trended.

Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low". Correct sra statement should be, the sra indicates the risk associated to a quality problem with no impact on safety is considered to be "low."